Event description:
It was reported that during a device interrogation, the device was observed to be in a backup mode with no hv therapy available. The patient health is deteriorating and was connected to an external defibrillator. Changing out the device and monitoring the patient was suggested. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.